Manufacturer narrative:
This report will be updated should additional information become available. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted for an unknown reason. No additional adverse patient effects were reported.